Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx pro closure device and delivery system (wds) was inserted. Initial deployment attempts did not meet release criteria, specifically with respect to positioning, and the wds was recaptured four times. During the fifth deployment, the wds appeared flattened, likely due to anatomically misaligned axis and suboptimal expansion. Following deployment, the surface filter was observed to be elevated and exhibited a fluttering motion. This appearance persisted without further positional change and was suspected to be related to potential implant fabric abnormality or malfunction. Despite not meeting release criteria, the closure device was implanted at the physician's discretion. No additional interventions were required, and the procedure was completed. No patient complications occurred, and the patient was discharged.